Event description:
While patient was sitting on toilet, rn drained indwelling foley catheter and attempted to remove catheter per md orders. A syringe was attached to balloon port and 2cc of fluid was aspirated, at which time no additional amount of fluid was able to be aspirated and tubing on port collapsed creating suction. A few small tugs showed there was resistance and catheter was not able to be removed. Patient ambulated in hallway and then assessed. Again attempted to remove foley when back in bed. No additional fluid was able to be aspirated from balloon port with syringe. Foley catheter was still resistant. Foley catheter tubing was cut as it would likely deflate and then drain to be easily removed. The balloon did not drain after being cut, with resistant to removal. Md performed sterile vaginal exam and palpated foley balloon as inflated. Md then inserted a 22g needle with 10cc normal saline into sheath of foley catheter tubing and then attempted to aspirate fluid. No fluid noted in syringe, but fluid noted to be dripping out of sheath around needle hub. Resistance still present. Md continued to insert needle into sheath in different areas with no luck of aspirating additional fluid. Resistance was still noted after attempts. Urology consult, mineral oil inserted into foley balloon with no luck. Balloon then hyperinflated with pop of balloon and removal of catheter and balloon intact.